Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email low and high blood glucose levels. Customer had a seizure and went to the emergency room. Medtronic representative is not sure if the emergency room was diabetes related. Customer's insulin pump had scratches on the display screen and cracks on the casing. Customer declined to speak to the 24 hours helpline.